Event description:
The customer reported an intermittent loss of vascular imaging mode functionality. No patient or user injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processor pcb was evaluated and replaced. The cine hard disk drive was also evaluated and reformatted and associated software was reloaded. The system was tested and found to be working as intended and returned to service.